Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
During service, the autopulse platform (sn (B)(4)) displayed fault code (ua) 42 (force overload tripped) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed fault code 42 (force overload tripped) error message was confirmed based on the review of the archive data but was not confirmed during the functional testing. No device malfunction was found during the testing, and the platform functioned as intended. During visual inspection of the autopulse platform, the top cover was observed cracked at lower corner of the left side. This observation is unrelated to the reported complaint and appeared to be the characteristics of mishandling such as a drop. The top cover needs to be replaced to address the observed issue. The autopulse platform passed the initial functional test without any fault or error using the 95% patient large resuscitation test fixture (lrtf) performed with good known test batteries until discharged, and the reported complaint could not be replicated. A review of the archive data showed fault code 42 (force overload tripped) error message, the motor was on for too long during active operation and the load force monitoring circuit detected too much force applied on the load plate(s) check before the initiate take-up was performed, on reported event date; thus, confirming the reported complaint. According to the archive, the user managed to clear the fault code 42 error messages. Based on the archive, the battery was fully charged at time of use in the autopulse platform and no device malfunction was detected during the functional testing that could have caused or contributed to the reported fault code. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware or software issue, bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes with good known test batteries until discharged without any fault or error.